Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had noisy image. The issue occurred during preparation for use for a non-specified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over eleven (11) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that noisy image was displayed due to a faulty input paddle. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.